Event description:
The pt contacted animas on (B)(6) 2010, alleging the pump possibly contributed to his low blood glucose episode. The pt claimed that his blood glucose levels had dropped to 30-40 mg/dl at least once a week for the past 2-3 months prior to contacting animas on (B)(6) 2010. On (B)(6) 2010, the pt claimed that he became unconscious. The pt claimed his friend called for paramedics who tested his blood glucose and got a result of "35 mg/dl." The pt was treated with IV glucose. The week prior to contacting animas on (B)(6) 2010, the pt claimed that he fell unconscious again and when he regained consciousness, he tested his blood glucose level and reportedly got "42 mg/dl."

Manufacturer narrative:
The animas cde confirmed the following: the pump's basal rates were correct, date/time correct, history was correct, bolus amounts appropriate for blood glucose and food intake, timing correct, no alcohol consumption, no boluses had been taken on (B)(6) 2010, prior to the low blood glucose episode, previous bolus was night before, (B)(6) 2010, at 8:31pm 3.8u for dinner, blood glucose was 109 mg/dl that night, total daily dose (tdd) history was correct, no temporary basal rate changed, no suspension of insulin delivery, and no changes in physical activity. The pt's reportedly tends to have daily total bolus of 10u and total daily basal of 32.6u. The pt monitors his blood glucose 7-8 times a day. He denied having previous history of unconsciousness or severe hypoglycemia. The animas cde instructed the pt to speak with his health care provider regarding the trends of low am blood sugars and settings. The animas cde determined that at the time it was adequately determined that the events do not involve a possible malfunction of the device.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed that data from the complaint reported on (B)(6) 2010 had been overwritten due to continued patient use. There was no activity outside of normal use in the available black box data. The total daily doses add up correctly and correctly reflect the user's programmed basal rates. On testing, the pump powered on appropriately; however, the display was dim and reddish in color. A test display was attached to the pump and illuminated properly. An ez-prime function was performed without issue. The force sensor was tested and found to be calibrated to within specifications. The pump was exercised for 29 hours without alarm or failure and the pump was found to be delivering insulin within requirements. The pump was opened for investigation and revealed no indication of moisture ingress and no defects of the interior components of the pump.